Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed motor error and had an unresponsive keypad. The customer did not know the blood glucose reading, and she treated with a manual injection due to inability to complete the bolus. No significant events leading to the alarm were observed. The customer stated that the reservoir was empty. She noted that she was unable to clear the motor error alarm due to the keypad anomaly. She stated that the esc and act buttons did not work. Advised replacement of the insulin pump. The most recent blood glucose reading was 96 mg/dl on the morning of the call. Nothing further reported.